Event description:
Customer reported upon initially receiving the sensor they noticed the alarm would sound intermittently. Customer has tested the alarm alone and it is in working condition. Customer reported the sensor is free of any creases or folds. No pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue; when weight is on the floor sensor, the alarm sounds intermittently. The floor sensor mat was received in good condition and has no creases or folds. (B)(4).